Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had no power and would not turn on. Multiple power outlets were tried but the screen was black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.